Event description:
Additional information received noted that there was an issue with the patient programmer and not being able to adjust stimulation. They were able to adjust down but not up.

Event description:
Additional information received reported that the patient had visited her physician's office in (B)(6) 2012 was doing well with no complaints. She was discharged from her physician's service and informed to call with any problems or concerns. As of (B)(6)-2012, the patient had not called or made an appointment in regards to her therapy or any problems with her device.

Manufacturer narrative:
Product ID 3093-28, lot# v880220, implanted: 2012 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with a loss of bladder control. There was a decrease in therapeutic benefit during nighttime. The patient had a "bad" night last night. The patient had had good therapeutic effect until last night. There was no known accident or incident related to this issue. The patient was at home. The patient could not raise stim because it was uncomfortable. If additional information is received, a follow up report will be sent.